Event description:
Rptr called saying she has had the er1 message, exact date unknown. Rptr retested and blood glucose value was in the "200" mg/dl range. Rptr stated she does not use the color chart. No control solution test was run.